Event description:
The customer obtained multiple, non-reproducible, lower than expected, vitros amon quality control results on a vitros 350 chemistry system. Qc fluid b1408 = 124.1, 111.8, 138.0 vs. An expected result = 195.5 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, lower than expected; vitros amon quality control results were obtained on a vitros 350 chemistry system. The investigation determined that the most likely root cause of the event is analyzer related. The investigation is ongoing.